Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has exhibited multiple isolated peaks of elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) from the right ventricular (rv) lead. Additionally, there was a stored signal artifact monitoring (sam) event due to oversensed minute ventilation (mv) noise. The patient was evaluated in-clinic, where the pacing impedance measurements were within range, but there was increased rv lead capture threshold had increased. Provocative maneuvers were performed, and no noise was reproducible. Boston scientific technical services (ts) was contacted for a data review, and it was confirmed that the isolated impedance spikes were non-physiological in origin and likely indicative of a lead fracture. Additionally, the rv shock impedance measurements also showed multiple isolated impedance spikes to out-of-range values. Ts provided additional options for assessing the lead integrity in-clinic, and recommended close monitoring in the meantime. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has exhibited multiple isolated peaks of elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) from the right ventricular (rv) lead. Additionally, there was a stored signal artifact monitoring (sam) event due to oversensed minute ventilation (mv) noise. The patient was evaluated in-clinic, where the pacing impedance measurements were within range, but there was increased rv lead capture threshold had increased. Provocative maneuvers were performed, and no noise was reproducible. Boston scientific technical services (ts) was contacted for a data review, and it was confirmed that the isolated impedance spikes were non-physiological in origin and likely indicative of a lead fracture. Additionally, the rv shock impedance measurements also showed multiple isolated impedance spikes to out-of-range values. Ts provided additional options for assessing the lead integrity in-clinic, and recommended close monitoring in the meantime. Recently, the patient was evaluated in-clinic with the recommended provocative maneuvers, and no abnormalities were seen. The physician initially continued with remote monitoring, but another spike in the shock impedance was observed. Ts was contacted again, and strongly recommended a lead revision procedure to ensure adequate therapy delivery. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.